Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have bubble specks inside the top left corner of their screen. They also mentioned that their screen is scratched and that they have difficulties seeing it. They said that they first noticed it about three weeks prior, on (B)(6) 2017. The customer¿s blood glucose was unknown at the time of the call. They were advised to discontinue use of the insulin pump and to revert to the back-up plan per their doctor¿s instructions. The insulin pump will be returned for analysis.